Event description:
Customer alleged their ot basic meter would not power on and reported customer was seen in ER.they tried changing the batteries on the meter---still no power. They stated that customer needed to have their bg checked since customer had a lot of kidney problems. Customer called their doctor and was advised to go to ER to have bg checked. The result at ER was 220 mg/dl. No treatment given. Customer went home and called lfs for a meter replacement. No further information has been reported.